Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low blood glucose, especially overnight, and contacted support after an hcp recommended a factory reset; the agent assisted with the reset and re-pairing to the mobile app, and the hcp educated the user about the learning phase because the algorithm had adapted incorrectly and was delivering too much insulin. Symptoms included none reported. Outcomes included successful correction of low glucose using oral glucose and ilet alerts notifying of the low. Investigation included device troubleshooting and user education. Investigation of this case revealed that the device¿s insulin-dosing adaptation was inconsistent with the user¿s needs, leading to hypoglycemia that was addressed by resetting the device and reinforcing education. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.